Manufacturer narrative:
Component code added. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, when this 980 ventilator was powered on, the ventilator had smoke emerging from the graphical user interface (gui). The device was/was not available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue from observing the user interface pcba (printed circuit board assembly) of gui assembly to have burn marks. The entire gui assembly was replaced with a new one. Sp also found the 2 li (lithium)-ion batteries not functioning with red fault indicator on. Dismantled the bdu (breath delivery unit), checked and found the bd power controller/distribution assembly to be defective. To solve the additional issue, sp replaced the bd power controller/distribution assembly with a new one. The device passed all required functional tests and calibrations and was returned to the customer. The cause of the observed conditions determined to be the burnt user interface pcba of gui assembly. The likely cause of the additional issue was isolated in the field to a potential fault in the bd power controller/distribution assembly. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that, when this 980 ventilator was powered on, the ventilator had smoke emerging from the graphical user interface (gui). The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Initial reporter: on 05 april 2021, distributor reported on behalf of the initial reporter. Device evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. It was reported that, when this 980 ventilator was powered on, the ventilator had smoke emerging from the graphical user interface (gui). The service engineer (se) evaluated the device and replaced the 980, printed circuit board assembly, user interface and the breath delivery power control/distribution assembly. There were burn marks noted on the 980, printed circuit board assembly, user interface when dismantled. The most likely cause was related to the 980, printed circuit board assembly, user interface. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, when this 980 ventilator was powered on, the ventilator had smoke emerging from the graphical user interface (gui). The ventilator was not in use on a patient at the time of the reported event.